Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a 'checking file ystems' message on the monitor. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.